Event description:
It was reported the oasys 4.5 tulip head broke off during screw insertion.

Manufacturer narrative:
Method: device history review and device inspection.results: there were no manufacturing issues for the reported lot code. Visual inspection indicated the returned device was examined and confirmed to have a separated tulip head and stripped hex headconclusion: the root cause is deviation from the recommended procedure cited in the surgical technique to tap the hole before inserting the polyaxial screw into the bone.

Event description:
It was reported the oasys 4.5 tulip head broke off during screw insertion